Manufacturer narrative:
Additional information was added to h4, h6 (update codes), h11. H4: the lot was manufactured between march 1-5, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during infusion. The expected infusion time was 24 hours, but the pump infused 2-3 hours early. The device contained 1g vancomycin and 0.9% sodium chloride having a total volume of 180ml. Patient had a sleeve over peripherally inserted central catheter (PICC) site and luer of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address/postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.